Event description:
Suction irrigator was leaking from red button during procedure. Replaced and procedure was completed. No harm to patient. Product rep informed and picked up irrigator that malfunction ((B)(6) 2025 at 1332) manufacturer: